Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a pressure issue of a hakim valve (ID 823114). Patient became symptomatic due to overdrainage. The valve was implanted in october 2018. The valve was explanted.

Event description:
N/a.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot 180555, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no over drainage issues were noted.